Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR: 2134265-2016-09464. It was reported that a pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed, on a smaller appendage. A 21mm watchman laa closure device & delivery system (wds) along with a watchman access system (was) were used; however, when they went to deliver the device they were unable to un-sheath the device. An attempt was made to re-deploy the closure device which was unsuccessful, so they removed the wds from the was. When the pigtail catheter was reinserted into the watchman access sheath, an effusion was discovered. They had opened the second wds but the second device did not enter into the patient's body. To treat the patient they reverse the heparin which is part of the procedure, with protamine, and they observed the patient for 30 minutes. Later the patient was removed from the cath lab and had a decompensation in the recovery area where they have to place a pericardial drain for cardiac tamponade. The patient received 4 units of blood and 4 units of fresh frozen plasma. The next day the patient was doing well and the drain has been removed and the patient is stable.